Manufacturer narrative:
H3, h6: the device, was not returned for evaluation and the failure mode could not be confirmed. A review of complaint history did not reveal similar events for the listed device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. An historical review concluded that there are no prior actions related to this product and event. A review of the packaging inspection procedure was conducted, and it revealed the inner wrapper should be sealed. The contribution of the device to the reported event could not be corroborated. At this time, we do not have evidence to suspect that the product failed to meet product specifications at the time of manufacture. Manufacturing process errors or mishandling could be probable causes of the reported event. This issue was evaluated through our internal quality process and determined to be isolated at this time. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that, during set up or inspection of a trauma surgery, it was noticed that the sealed packaging of the inner wrapper of an intertan 10s 10mm x 34cm 125d left was disassociated with the plastic, leaving a spot that compromised sterility. Since the wrapper was not attached any longer to the plastic there was a hole where air could move in and out. This was noticed prior to the scrub tech touching or receiving the implant. The procedure was successfully completed without delay using a smith and nephew back up device. Patient was not harmed.